Manufacturer narrative:
Zoll med corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device intermittently failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for eval.